Event description:
It was reported that this cardiac resynchronization therapy pacemaker exhibited high out of range pacing impedance on the left ventricular (lv) channel right after implant, which resulted in a lead safety switch. The impedance fell into normal range thereafter. Technical services assisted the caller in turning off the lss. The caller stated they wanted to reprogram the device for a better impedance value. The device remains in use. No adverse patient effects were reported.